Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. Patient had pancreatic cancer. It was reported that the cause of death is unknown. No further information is available at this time.